Event description:
The pump reportedly went into an unrecoverable alarm condition while in home care use. It had been programmed to infuse 2 liters of tpn solution over 12 hrs with a one hr taper up and a one hr taper down. The device was started at 9pm, and it infused correctly until an "error 118" alarm occurred at approx 12mn. The home care pharmacist contacted by the pt could not successfully troubleshoot the alarm over the phone, so he instructed the pt to disconnect the infusion and flush his i.v. Access site. There was no adverse effect, however the pharmacy was "concerned for potential problems because this was the first night home for this pt with pancreatitis and renal failure." The pump was switched out the following day.

Manufacturer narrative:
Co received two open tubing sets. One was connected to a 3000ml bag that was half full of tpn. An infusion test ran for nine hrs with the first set without any air observed distal to the filter. Air was then introduced into the system via the piercing pin and it was removed correctly by passing out of the air vents on the filter. The second set was then connected, and depending on the orientation of the filter air was found to pass the air vents and continue past the "y" site. Engineering was consulted and they stated that this can occur if a drop of solvent bond leaks on the air vent on the filter. A copy of the complaint, co's investigation and the involved set are being forwarded to the assembly site for their review and use in defect recongnition training.